Manufacturer narrative:
H6: corrected health effect - clinical code, type of investigation, investigation findings, and investigation conclusions." The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
H10. D10. Concomitants - product information: 1766485 - 201-46-10 - holding pin headless 3" (4 pk); 1926798 - 204-34-04 - fluted stem extension 40l x 14 mm; 8931093 - 208-01-02 - cc femoral sz 2; 1884976 - 208-09-05 - cc stem ext adaptor 5 degree pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2010, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 11 years, 11 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.